Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she developed ketones and had to go to the hospital. She experienced high blood glucose levels that were resolved with an infusion set change. She did not feel that she was receiving insulin. Customer's blood glucose level was 337 mg/dl. The customer had a really bad headache, had fatigue, was suffocating, and nauseous. The customer was hospitalized on (B)(6) 2015 with a blood glucose level of 300 mg/dl. In the hospital she was given two bags of fluids. She was wearing the insulin pump at the time of hospitalization. When the customer eats her blood glucose level increases. The device was not returned.